Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of Event is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified high scan on the ADC device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dL per minute). The customer experienced symptoms described as "collapsed on the ground and became semi-conscious". It is unknown whether the customer received any treatment due to ADC device. There was no report of death or permanent impairment associated with this event.